Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and all release criteria was met. The physician released the closure device from the core wire of the wds and successfully implanted the closure device in the laa of the patient. After the closure had been released, a pericardial effusion was discovered. The physician performed a pericardiocentesis, but the effusion did not resolve. The patient required device explantation, surgical closure of the laa, and treatment of the pericardial effusion before the effusion resolved. The patient was in good hemodynamic condition and has fully recovered from this event.